Event description:
(B)(6). I'm reporting a product packaging concern. The product avo cream topical emulsion contains no listing of ingredients on the inner or outer packaging. The packaging refers to user to the product info insert. The lack of ingredients is problematic in a health care setting because the tube is often removed from the box. No error specifically occurred for this report, but this could be an opportunity for errors to occur in the future. Medication administered to or used by the pt: no. (B)(6) medication errors reporting program.